Event description:
A customer reported low aspiration occurred during a procedure. The surgery was completed following a delay. No pt injury or harm reported.

Manufacturer narrative:
There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. (B)(4).